Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the distal section of the subject guide wire broke while it was being pulled out of the microcatheter. It was completely removed from patient anatomy by being pulled out of the micro catheter. Procedure was completed without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The guidewire was returned. The lot number was not confirmed as the packaging was not returned with the device. On visual/microscopic inspection, the guidewire was returned in 2 sections. The guidewire tip had been shaped. The guidewire distal hydrophilic coating was broken 34.5cm from the distal end and the proximal end had 21.5cm of core wire pulled out from the nitinol tubing proximal bond joint on the hydrophilic coating. The core wire was also kinked/bent. The core wire distal end was observed through the distal tip dome. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and no anomaly was noted. The nitinol tubing distal bond joint was in place. A functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, continuous flush was maintained for the duration of the procedure, there was no friction/resistance encountered during the procedure, a 017 scepter xc 4x11 with an inner diameter of 017 was used in the procedure. The patient¿s anatomy was moderately tortuous. The guidewire was removed from patient anatomy by pulling it through the microcatheter, the distal section detached and no fragment was left inside the patient. There was no patient impact and there were no other difficulties encountered during the usage of the device that could have contributed to the issue. The device was returned in 2 sections. The distal section of the guidewire was broken 34.5cm from the distal end and the proximal section had the core wire pulled out from the nitinol tubing proximal bond joint on the hydrophilic coating. The core wire was also severely kinked which indicates a force was applied to the device during removal from the microcatheter. It is probable that the core wire kinked and broke during manipulation of the device inside the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire broken/fractured during use in addition to the analyzed guidewire distal end kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the distal section of the subject guide wire broke while it was being pulled out of the microcatheter. It was completely removed from patient anatomy by being pulled out of the micro catheter. Procedure was completed without any clinical consequences to the patient.